Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site similar to a burning sensation. The patient further reported the ipg is inoperable and the stimulation never helped the pain. Surgical intervention may be undertaken to have the scs system removed at a future date. Please reference MFR report#1627487-2013-11761 regarding the ineffective stimulation.